Event description:
The patient was reportedly experiencing sound quality issues and pain at the implant site. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.